Event description:
It was reported that this pacemaker exhibited ventricular pacing inhibition during a pacemaker mediated tachycardia (pmt) episode due to oversensing. In person testing was recommended due to this patient being pacemaker dependent. No adverse patient effects were reported. This pacemaker remains in service.